Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in this condition due to it being returned opened and used.

Event description:
It was reported that the customer had a sensor problem on the insulin pump. The customer's blood glucose was 36 mg/dl. The customer's was treated with orange juice and (B)(6). The troubleshooting was performed. The customer was advised to removed the sensor and check for bent, retracted, or damaged sensor. The customer was advised that the sensor will be replaced. No further information was reported.